Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states surgeon did the first left hip revision removing a howmedica pca stem and cup on (B)(6) 2017. Due to the bone loss and poor quality, she decided to utilize the lps proximal femur and 66mm multihole pinnacle cup. The patient did well until recently, today he had a second dislocation which could not be reduced in the ER. When the surgeon entered the joint she found a large piece of scar tissue in the acetabulum. Surgeon removed it as well as other tissue that could impinge. The 36mm head and liner were removed and a 40mm head and liner were used to increase stability.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.